Event description:
Per the info provided to the co by the physician's office, the device was removed due to "pain in scrotal pump & slightly cylinder-no evidence of infection." As reported to the co, the device was removed and not replaced.